Event description:
It was discovered in eval that a pump displayed constant downstream occlusion alarms. It was reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval found the upper reading on the ultrasonic sensor to be out of spec caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms causing the reported symptom. The eval also found the upstream sensor to have a tear in the teflon tape. The upstream sensor was replaced.